Event description:
It was reported that the right ventricular lead was apparently fractured. The lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted as two patient alerts for out of tolerance subthreshold lead impedance occurred on (B)(6) 2011 03:00:13 and (B)(6) 2011 03:00:11. The weekly pace impedance trend data shows a gradual increase for min and max ventricular pace bi impedance from 627 to 3192 ohms peak between (B)(6) 2010 and (B)(6) 2011.